Event description:
Reporter indicated a pt's vns generator was believed to be at premature end of service and the pt was also experiencing an increase in seizures. The pt had vns generator replacement performed, and the explanted generator has been returned and is pending analysis. A battery life estimate with available data yielded 0.97 years remaining. Attempts for further into are in progress.